Event description:
It was reported that unspecified bd¿ tubes had overfill and were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that blue top citrate tubes overfilled and results not consistent with patients condition.

Manufacturer narrative:
Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 2-follow-up attempts to obtain additional information, the customer stated that no sample or further information is available. Bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubes had overfill and were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that blue top citrate tubes overfilled and results not consistent with patients condition.